Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple minor kinks along the hypotube. Microscopic examination revealed that the tip is damaged and there is a pinhole in the balloon 21.5mm from the tip. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.